Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an intermittent audio output occurred. Date of issue is an approximation. The patient stated he did not receive an alert from his continuous glucose monitor (cgm) and passed out while driving because his blood sugar dropped. The cgm value and alert setting at the time of the event were not known. The paramedics stated that the fingerstick blood glucose (bg) was 41mg/dl, and he was transferred to the hospital via ambulance. He was examined and found to have a bruised shoulder and the patient stated that he was otherwise okay and was discharged after 2.5 hours. A follow up appointment was scheduled with the diabetic educator to review cgm and insulin pump device settings and receive a new insulin pump on thursday, (B)(6) 2020. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.